Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient was advised to reset the device which was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).